Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator was in back up vvi mode. A device restoration was performed and the patient was discharged from the clinic. The patient was advised to move her home monitor closer to her bed as the backup up vvi may have been due to proximity to the transmitter .